Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation, and x-rays or medical notes have not been provided. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. The DHR review showed that all specified characteristics have met the specifications valid at the time of production. A review of the complaints database for 3 years prior to the notification date has identified the following information: four (4) similar complaints for item #650-1058 (including the initiating complaint). There were zero (0) additional complaints against the lot #2957975 this device is used for treatment. The implants used have been confirmed to be compatible/not enough information has been provided to determine if all implants are compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can not be determined with the information provided. No corrective action required at this time as the root cause of the reported event has not been determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: the doctor replaced a regular liner for a freedom constrained for dislocating. Patient involvement- no further outcome.

Event description:
It was reported that: the doctor replaced a regular liner for a freedom constrained for dislocating. Patient involvement - no further outcome.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: cer option type 1 tpr sleve -6, catalog no.: 650-1064, lot no.: 2953792. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not to be returned to zb.